Manufacturer narrative:
The product was returned for analysis and plunger passing the lens was observed. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. Only a small amount of ophthalmic viscosurgical device (ovd) observed in the device. The plunger and the lens are advanced at the nozzle entry. The lens is misfolded. The plunger has moved on the left side of the lens. Plunger passing the lens was observed. The root cause may be related to failure to follow the IFU (instructions for use). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override/underride/pass the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the intraocular lens adhered to the injector. The patient contact was noted. Additional information has been requested.